Event description:
Additional information received that patients blood work came out positive for methicillin-resistant staphylococcus aureus(mrsa) and as a result the scs system was explanted on (B)(6) 2020 to address the issue. Patient has been discharged home and well .

Event description:
Manufacturer report number:1627487-2020-04422. Additional information indicates that the blood work came out positive for methicillin-resistant staphylococcus aureus(mrsa)at the ipg and lead site.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had infection at the ipg site and was treated with antibiotics initially and the blood work was found to be normal .patient has been started again on a 10 day course of antibiotics as the infection site seemed to have worsened. Patient may be awaiting surgical intervention at a later date .